Event description:
Repeated sample results from the advia 2120i with dual aspirate autosampler system are not over-writing the first set of flagged sample results on the centralink data management system. The first set of flagged sample results were reported to the physician instead of the repeated results. The repeated results were different from the original results. No data was provided by the customer. There are no known reports of patient intervention or adverse health consequences due to the incorrect results being reported to the physician.

Manufacturer narrative:
The customer contacted siemens healthcare diagnostics inc. Technical solution center (tsc). The tsc worked with the customer and confirmed that the customer parameters on both advia 2120i with dual aspirate autosampler instruments were identical. The tsc dispatched a field service engineer (fse) to verify the advia 2120i with dual aspirate autosampler instrument's settings and the centralink data management system's settings. The fse identified a setting in the centralink data management system that did not update correctly when the software was updated. The incorrect setting was updated to enable repeating of samples and reporting of the correct result and the centralink data management system was fully operational upon the fse's departure. The instrument is performing according to specifications. No further evaluation of this device is required.